Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round high profile 460cc breast implant and experienced deflation on the right side. Deflation was confirmed by physician during exam and by mammogram. As a result, the patient underwent bilateral removal and replacement with saline mentor smooth round high profile 460cc, catalog number 3503460, serial number (B)(4), lot number 6823215 (r) and serial number (B)(4), lot number 7435447 (l) on (B)(6) 2017. Patient has fully recovered.